Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress, during the cleaning/sanitization process. The event can be detected/prevented, by following the instructions, for use which state: do not bend, hit, pull, twist or drop this product with strong force in order to prevent device failure, damage or parts from falling off. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera ultrasound gastrovideoscope had partial loss of ultrasound image. Inspection and testing of the returned device found a probe detachment. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation it was found that due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. Additional findings were as follows: the acoustic lens was peeled, the angle wires were stretched, insufficient angle, the adhesive on bending section cover was detached, adhesive on bending section cover has a chip, the adhesive on bending section cover had a crack, damage or deformation due to physical stress (caused by handling), and the switch1, objective lens, operation side, image guide (fiber) serpentine, connector side, connecting tube all have a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.